Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported alarms not working. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. An extended investigation was performed. Visual inspection was performed on the returned sensor and no evidence of misuse or abnormalities were observed. Data was extracted using approved software, and extraction was successful. Performed a source measure unit (smu) test on the returned sensor and monitored bluetooth connection for any missing data throughout the test. No issues were observed during the test or any abnormal smu test results. Which indicates that the returned puck did not have any defects that would cause signal/connection issues. No product malfunctions were observed during investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media in which reported an alarm issue with the abbott diabetes care (adc) device in use with samsung s23 ultra, os 14, app version 3.5.1.10363. It was reported that the customer's device failed to alarm when their glucose level was high and/or low and as a result, the customer experienced symptoms described as "shaking and sweating". The customer was unable to self-treat and was given orange juice and candy from a non-healthcare professional as treatment. Subsequently, the customer was administered with humalog and levemir (dose unknown) by a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product was received and pending investigation. A follow-up report will be submitted once physical investigation is completed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media in which reported an alarm issue with the abbott diabetes care (adc) device. It was reported that the customer's device failed to alarm when their glucose level was high and/or low and as a result, the customer experienced symptoms described as "shaking and sweating". The customer was unable to self-treat and was given orange juice and candy from a non-healthcare professional as treatment. Subsequently, the customer was administered with humalog and levemir (dose unknown) by a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.